Manufacturer narrative:
This report is submitted on sept 5, 2022.

Event description:
Per the clinic, the patient was a non-user for 10 years. The device was electively explanted on (B)(6), 2022. There are plans to re-implant the patient.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 05, 2022.